Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was over 600 mg/dl with ketones that were identified as life threatening by a heath care provider. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was discharged (B)(6) 2026. Reportedly, the customer went off the pump; multiple attempts were made by tandem technical support to obtain what the customer is using for insulin therapy, however, no response was received.